Manufacturer narrative:
This report is filed on april 12, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, april 12, 2016.

Manufacturer narrative:
This report is filed on december 17, 2018. (B)(4).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery. This report is filed on november 15, 2018.